Event description:
As preparation for surgery, the pt's right wrist was prepped & a skin wheel made with 1% lidocaine. A 20g, 1.5" catheter was placed by transfixation. An arrow spring wire from a 22g radial artery catheterization set was used to advance the cannula. Subsequently, the spring wire guide could not be withdrawn. The cannula was removed and the spring wire guide unraveled but could not withdraw with gentle pressure. The pt was anesthetized in or and the surgeon was able to remove the wire without difficulty.